Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that a customer emt felt a shock from through the qcpr puck. The device was in use on a patient and there was no adverse event to patient or user. The emt denied feeling sick or injured. Patient care was not impeded or compromised. Additional details have been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that a customer emt felt a shock from through the CPR puck. The device was in use on a patient and there was no adverse event to patient or user. The emt denied feeling sick or injured. Patient care was not impeded or compromised.